Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anti-tachycardia pacing caused by the detection of fast ventricular tachycardia (fvt) and non-sustained ventricular tachycardia due to under-sensed p wave morphology changes of the right atrial (ra) lead. The lead is still in use. No patient complications have been reported as a result of this event.